Event description:
It was reported by the rep that the surgeon was using the scg45 stapler on his first firing after mobilizing the lung. The surgeon took the green cartridge out of the scg45 and replaced it with a white vascular tr45w and fired across the lobar vessels. The surgeon hit the trigger release and blood was seen spirting from the chest cavity. After tying the vessels off, the surgeon used a tsw35 with no problems. The was extended or time was twenty minutes.